Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noted that vitrectomy was performed. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the lens using 12x magnification shows no anomalies were found. The condition of the lens is consistent to a used and explanted product. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to mechanical failure. Further information was provided and stated that mechanical failure refers to halos/glare and blurry vision and that it is unknown if it's due to the lens or due to a patient issue. A vitrectomy was performed. No further information was provided.